Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2012. According to the complainant, a fluid loss alarm occurred with only a few seconds remaining in the ablation phase. During cool down, fluid was noted to be leaking from the patient's cervix. No other alarms occurred during the procedure. The patient returned to the physician's office on (B)(6) 2012 where it was determined that the patient received a burn measuring 1cm x 2cm x 3cm to the perineum between the introitus and rectum. The patient was treated with sylvadene. The patient returned for a follow up appointment on (B)(6) 2012 where the physician noted "significant improvements towards end of healing process." The patient declined a future appointment. An additional attempt has been made to obtain follow up event details with no response from the clinician

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined.